Manufacturer narrative:
Additional data: h.3., h.6. Device evaluation: analysis of the returned device identified; the weight the device within specification, creases fold, wear abrasion, white particles on the shell and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade "iii/IV".

Event description:
Healthcare professional additionally reported "swelling and lumpiness due to inflammation", "grade iii-IV baker capsules", "abnormal looking multi-loculated dark cystic masses in the subareolar tissue". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.